Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported having a heart condition and was concerned as she woke up after the 1st night using the aligners with bleeding gums. Due to her heart condition, she must take prophylactic antibiotics to minimize the risk of infection prior to a doctor's visit or surgical procedures.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.